Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture was observed on the right atrial (ra) lead. A revision procedure was performed. During the revision procedure, fibrotic tissue was observed on the ra lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complaint lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted due damaged inner insulation consistent with procedural damage. Visual and x-ray inspections did not find any anomalies except for procedural damage.